Event description:
Customer reported that he had unexplained low and high blood glucose because his insulin pump was delivering the insulin very inaccurately. Customer stated that when he gets high blood glucose he needs to bolus a few times before his blood glucose go down. And sometimes when he bolus, his blood glucose go low resulting in low blood glucose. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The device was programmed with multiple boluses which delivered and registered properly in the bolus history screen.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.